Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient rep stated the recharger would not recognize the stimulator. They tried to charge for 45 minutes, but they were unable to. The recharger also gives the patient little shocks. On the call, they did not use the belt and were able to connect after repositioning the recharger. They had an open loop charge which turned excellent after a couple of minutes. The stimulator battery increased to 10% on the call. Ps reviewed to place a thin layer of clothing between the recharger and body to mitigate shocks (they did not report any shocks on the call). The troubleshooting steps that were taken on the call resolved the issue. They will charge and then turn stimulation back on. Additional information was received. The patient and their spouse called back reporting ongoing recharging difficulties. The patient had seen the manufacturer representative (rep) at their physician's office and was told they were holding the charger over the lead and not the ins. The patient continues to have difficulty sustaining a charge session and encountered 1707 message multiple times. The patient reported they have an odd shaped body and have lost weight since getting the implant. They reported pin prick feelings at the ins pocket and described it as "electrocuting them." The patient also reported they have other medical issues they are dealing with including interstitial cystic, premature ventricular contractions (pvc), mesenteric lymphadenitis, and neurological issues and they do not have time to devote to trying to charge the ins. The patient has an upcoming appointment with their managing physician and plans to request removal of the ins and replacement with a non-rechargeable ins. The patient ended the call abruptly after becoming escalated.

Manufacturer narrative:
Continuation of d10: product ID: a90300; serial #unknown; product type: software; product ID: wr9220; serial# (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The husband stated they can't get it to work. Use to connect really quick. Now it is taking 2-3 times to connect to each of the devices. Neither the communicator or handset are picking up the implant. Confirmed communicator is not plugged in to recharging cord, and there is no electrical magnetic interference. Communicator is placed vertical and blue side against the skin. Had patient power off the handset and communicator and power back on. Patient was able to connect and got por has occurred and therapy has been turned off. Patient services asked the last time they recharged and they said about two weeks ago. They said, they tried to recharge but they couldn't get it to connect. Patient services asked when they started having recharging issues. They said, they have had them off and on not too long after they got the implant. Wasn't unusual to take 2-3 hours to get stimulator recharged the whole way. A week ago is when it started not connecting at all. On the call they got a message low battery 0%. Charge battery. Walked caller through turning off communicator and exiting out of interstim micro my therapy application. Had them go in recharging application and turn on recharger. Patient is laying down on their side and charging on their skin. Last time they had the rep look at the stimulator they told them they were putting the recharger over the incision and they needed to put it two inches to the left of the incision, and then it successfully connected. Patient services suggested they try sitting and leaning forward or crossing their legs. They said they had tried almost every possible position. Had caller try repositioning the recharger. Patient services asked if they can palpate and feel the stimulator and the caller cannot. Caller said the stimulator stings them when they gets it in certain places. Patient services asked when that started and they said since they got the device. The patient describes it as stings. They do not use clothing in-between device and skin. They do not use the belt. Whenever they have recharger over the device and seems it is close to connecting that is when they say they feel the stinging. Whenever recharging feels stinging the whole time it is recharging. Implant site is healed. The screen that is up at the time is searching or recharging. The sensation is present every time they recharge. Patient doesn't normally change programs to see if sensation goes away. If add the layer of clothing it makes it feel better but makes it more difficult to connect. Suggested could try turning down the recharge speed. On the call the caller said they are getting a message to recharge the recharger but the indicator lights for the battery have lights on. Patient services suggested we try replacing the recharger and if that doesn't resolve then call back.

Manufacturer narrative:
Continuation of d10: product ID a90300 lot# serial# unknown implanted: explanted: product type software product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's spouse for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the patient is having ongoing charging difficulties. They received a replacement recharger and it will connect to the ins and handset and briefly display excellent charging and then within seconds go back to searching for the ins. Discussed ins position and recommended repositioning the charger. The caller confirmed they were able to reposition the recharger over the ins and saw good connection and sustained the charge throughout the rest of the call. The patient called back and said the recharger connects for 3 seconds and then goes away. It stayed connected for 5 minutes and then got error code 1707. Troubleshooting explained what the error code means, confirmed that the patient was not near any electrical magnetic interference, and suggested repositioning the recharger. The patient was laying on the bed with pillows are, not using the recharging belt. The recharger was reported as being used over patient's underwear and using pj elastic to hold the recharger in place. Spouse said they will try repositioning the recharger once patient isn't so frustrated.